Event description:
A customer reported 4331 wash-y home detect error on the aia-900 analyzer. The customer verified the wash probes were seated properly and rebooted the analyzer, but error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and reproduced the error by performing an "all home" command on the analyzer. The fse suspected the error was caused by faulty home sensor s135 and replaced the home sensor s135 pia board. The fse validated the analyzer by running daily check and quality control (qc) with results within specification. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: [4331] wash-y home detect error. Cause: the home sensor s135 failed to be activated after washing y moved toward the home position. A bs flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s135 and pm134 for a possible malfunction. The most probable cause was due to failure of the home sensor s135 pia board.